Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed the patient¿s left ventricular (lv) lead was failing to capture. The patient mentioned having shortness of breath. A chest x-ray was performed which showed the lv lead was dislodged. The physician explanted and replaced the lead. The patient was stable throughout.